Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to remove the following statement from the initial MDR as it was reported in error ¿at the time of the event, the sensor had been inserted into the abdomen.¿ h2: correction.

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient stated the reaction consisted of itchiness, pain, a burning sensation, drainage, and a burn-type wound. When the reaction dried, the area was treated with aloe vera gel. Skin tac and tegaderm barrier products have been applied to the skin prior to inserting the sensor; however, the reaction continued to occur. A healthcare personnel (hcp) was consulted; however, there was no documentation of medical intervention. The patient reported permanent scarring as a result of the skin reactions. At the time of the event, the sensor had been inserted into the abdomen. Photographs were provided. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.